Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Device evaluation found leakage on the video cable and light guide connector. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on edge, and loose light guide adapter. Although a root cause could not be identified, the investigation results suggest that the following likely led to the malfunction: the most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the bubbles of the subject device were leaking while submerged. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bubbles of the subject device were leaking while submerged. The event occurred during reprocessing. There was no patient involvement.